Event description:
Reporter alleged obtaining a result of 202 mg/dl on the compact plus system compared back to back with a result of 52 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that he was shaky and ate something. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that he doesn't have any more of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.